Manufacturer narrative:
The device was received for analysis in two sections as a result of a break in the hypotube. The break was located approximately 16.7 cm distal to the strain relief. A microscopic examination of the break site found that the break occurred as a result of a severe kink that developed on the shaft. An examination of the balloon found that the balloon had been inflated and was not refolded. No issues existed with the profile of the tip section of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on (B)(6) 2009. It was reported that after a percutaneous coronary intervention procedure, the shaft of the balloon catheter broke near the hub. Angioplasty was performed in the left anterior descending artery. Post procedure, the shaft of the 15 / 2.5 maverick2 monorail ptca catheter broke into two pieces, 15 cm from the hub, while attempting to insert the device back into the container. This occurred outside of the patient. There were no patient complications reported and the patient's condition was reported as stable. However, device analysis revealed the break was located approximately 16.7 cm distal to the strain relief.